Event description:
It was reported that while using the bd veritor¿ system for rapid detection of flu a+b clia-waved kit, there were multiple false positives. This is a report of 2 occurrences. The false results were reported to the clinician. This changed the course on the patient treatment. The following information was provided by the initial reporter: customer states all patient tests are coming up positive. Patients tested neg via pcr 24-48 hours prior to veritor testing. Were any erroneous results reported to the doctors? Pos flu a results were given to doctor. If yes, were any patients treated based on erroneous results? Yes, treatment changed due to pos veritor test. Dr. Sent out tamiflu for both patients. If yes, did the erroneous treatment have any adverse impact to the patient(s)? Unknown.

Manufacturer narrative:
PMA/510k #: (B)(4). A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
H.6 investigation summary: this statement is to summarize the investigation results regarding your complaint that alleges false positive when using bd veritor¿ sars-cov-2 and flu a+b (material # 256088), batch number 1238992. Bd quality performs a systematic approach to investigate false positive complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation and testing were performed on the batch number provided and no issue were found. Returned product testing was completed and all devices had normal intended results. The reported issue was unable to be confirmed. The root cause could not be identified. Bd quality will continue to closely monitor for trends. If you have any additional questions or concerns, please do not hesitate to contact bd technical services.

Event description:
(B)(6) 2022. Reviewed, all info present. (B)(6) 2022. Subject: email 6/21/2022, 2:07:43 pm. User: (B)(6) 2022. Call activity comment: fedex labels. (B)(6) 2022 call activity comment: confirmation of foc. (B)(6) 2022 (gmt). Called customer, confirmed receipt of foc. Resent fedex labels. (B)(6) 2022. Call activity comment: 1st follow up for foc and return. (B)(6) 2022. Returned shipment has not been scheduled for pick up. Foc delivered on 6/17 at 1358. Emailed customer asking for confirmation of foc and return shipment reminder. (B)(6) 2022. Call activity comment: 1st follow up. (B)(6) 2022. Delivery scheduled 6/17 by 1630. Ask customer to please ship back affected kit. (B)(6) 2022. Free of charge order 5007628811. (1) 256088 - bd veritor¿ sars-cov-2 and flu a+b assay. Please do not ship lot# 1238992. Shipped with attn: (B)(6) 2022. It was reported by the customer that she received false pos flu a result (256088). (B)(6) 2022. Associated with case # (B)(4). (B)(6) 2022. Call activity comment: fedex labels. (B)(6) 2022. Call activity comment: fp flu a. (B)(6) 2022. Foc code - quality complaint. Please do not ship lot# 1238992. Please ship foc for overnight delivery. 1x 256088 veritor triplex. Ship with attn: (B)(6) 2022. What confirmatory testing was performed that determined the results were erroneous? No confirmatory testing on patients. Patients tested neg via pcr 24-48 hours prior to veritor testing. Were any erroneous results reported to the doctors? Pos flu a results were given to doctor. If yes, were any patients treated based on erroneous results? Yes, treatment changed due to pos veritor test. Dr. Sent out tamiflu for both patients. If yes, did the erroneous treatment have any adverse impact to the patient(s)? Unknown. Flu a discrepant results on the triplex assay. As always for our veritor discrepant results, please be sure to include the following information in these complaints (along with the remaining discrepant result info): kit lot numbers: 256088, lot# 1238992. Analyzer sn : (B)(6). False positive rate from customers: 7 out of 10 on 6/14/22. Any operational error: none. If the customer is testing off label (asymptomatic, etc.) Yes. Both patients and staff were asymptomatic. (B)(6) 2022. § customer problem: customer states she received false pos flu a result (256088). § if media performance issue provide organism atcc strain information (if applicable): na § steps taken with customer/troubleshooting: asked customer about workflow. Customer states IFU was followed. Customer states fp (flu a) because patients tested neg via pcr 24-48 hours prior to testing with veritor. Both patients were asymptomatic. Customer also tested 6 asymptomatic staff, 4 were flu a pos. Staff was retested with new kit lot, all 6 were neg for flu a & b. § next steps (if necessary): sent fedex labels for return and process foc. § resolution achieved (y/n)? : y. § quantity received and quantity affected: 1 kit. § shipment method (directly or via distributor): unknown. § if it is a distributor or directly from bd ¿ who is it?: unknown. § photos or returns requested?: return. § follow up required y/n?: y. § if consumable is tested on bd instrumentation, list serial numbers: (B)(6). Lot# 1238992. § time stamp (if applicable): na. § indication that customer is industrial indu (if applicable): na. § reviewed smax case history: y. § help lightning attempt: n. § help lightning success: n. (B)(6) 2022. Customer states all patient tests are coming up positive.